Event description:
It was reported the patient received the following results within 15 minutes: 194 mg/dl and 106 mg/dl. The patient reported that they may have had avocado oil on his hands before testing.